Event description:
The device was used during a spleenectomy procedure. Reportedly, the bag partially seperated from the ring. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.